Event description:
It was reported that during pre-implant testing, this pacemaker was interrogated and discovered to be in safety mode. Code 1003 was also declared, indicative of the voltage being too low for the projected remaining capacity. The pacemaker was never used, and no patient involvement was noted. Due to current local regulatory and transportation restrictions in russia, no product is able to be returned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.